Event description:
It was reported that the patient was experiencing tugging/ pulling of the leads while moving head. The patient underwent a pocket revision and was doing well post operatively.

Manufacturer narrative:
A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that the patient was experiencing tugging/pulling of the leads while moving head. The patient underwent a pocket revision and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model : sc-2352-50, serial : (B)(4), lot: 2000022702. Product family: scs-linear leads: upn: m365sc2352700, model : sc-2352-70, serial : (B)(6), lot: 21195203. Product family: scs-linear leads: upn: m365sc2352500, model : sc-2352-50, serial : (B)(6), lot: 19626510. Product family: scs-linear leads: upn: m365sc2352700, model : sc-2352-70, serial : (B)(6), lot: 2000023300.

Event description:
It was reported that the patient experienced tugging and pulling of the leads while moving her head. The patient underwent a pocket revision procedure where a tension loop was created at the site where the leads were gathered at the back of the head. In addition, the ipg site was opened, slack was released around the tension loop of the ipg, and the ipg was re-sutured in the original pocket. All original devices remain implanted, nothing was replaced or removed. The event resolved and the patient was released from the hospital.